Event description:
It was reported that a spectrum pump failed to display the upstream occlusion message during preventive maintenance testing. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. During a physical inspection of the device, cracks were found in the upstream sensor tail pins. The failed upstream sensor was replaced.